Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one of the following device(s) was received: protection sleeve (part # 03.010.063 / lot # 1581215). Drill sleeve (part # 03.010.065 / lot # 1687749) 4.2mm trocar (part # 03.010.070 / lot # 5290855). The returned device shows light use during their 8+ year lifespans. There are scratches and marks consistent with routine use on all three devices. The tip of the drill sleeve is gouged and this damage appears to be the cause of the issue. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of the issue is unknown, but it appears that the tip of the drill sleeve was deformed post manufacturing, possibly during sterile processing. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition, and this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a triple sleeve assembly is sticky/seems to be catching. The tip of the 8mm drill sleeve or the inner drill sleeve is sticking/catching and doesn't come apart easily. This was noticed in the facility¿s sterile processing department by a synthes sales consultant upon inspection of sets on (B)(6) 2015. There was no known patient or surgical involvement with regard to the complaint conditions. This report is 3 of 3 for (B)(4).